Manufacturer narrative:
One cadd cassette extension set was received in used condition without its original packaging. Visual inspection was conducted and there were no discrepancies found. Functional tests were conducted and there was a leak detected in the air vent of the filter. A review of the manufacturing process was conducted and deemed adequate and correct with respect to testing and inspection activities. The reported leak was confirmed.

Event description:
Information was received indicating that a smiths cadd extension set leaked at the height of the filter. There was no reported injury to the patient.